Event description:
It was reported by service report that the siderail will not raise up, other siderails will not latch properly. No pt involvement or adverse consequences are reported. No injury reported.